Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to a fluid leak caused by a break in the cylinders. The device was removed and replaced without reported complications.